Event description:
A patient reports while wearing a pod between 24 and 36 hours the pods the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the pod adhesive failed to adhere and the cannula had become dislodged from the pod infusion site (arm). The patient reports their blood glucose level was 249 mg/dl. The pod will not be returned as it has been discarded.

Manufacturer narrative:
Changed b5 - describe event or problem: from: a patient reports while wearing a pod between 24 and 36 hours the pods the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the pod adhesive failed to adhere and the cannula had become dislodged from the pod infusion site (arm). The pod will not be returned as it has been discarded. To: a patient reports while wearing a pod between 24 and 36 hours the pods the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the pod adhesive failed to adhere and the cannula had become dislodged from the pod infusion site (arm). The patient reports their blood glucose level was 249 mg/dl. The pod will not be returned as it has been discarded. Changed health effect - clinical code from: e1205 hyperglycemia to: e2403 no clinical signs, symptoms or conditions.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod between 24 and 36 hours the pods the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the pod adhesive failed to adhere and the cannula had become dislodged from the pod infusion site (arm). The pod will not be returned as it has been discarded.